Manufacturer narrative:
The subject device was not returned to aizu olympus for evaluation. The manufacturing record of the device was reviewed without irregularity. The subject device was returned to repair center of olympus (B)(4) for repair. As a result of check at (B)(4), air leakage was confirmed around light guide(lg) lens and inside the instrument channel. Also, the lg lens was melted away. Based on the fact that there was a sign of burn on the lg lens, it cannot be ruled out as the cause of the reported event that the light emission from the lg lens might heat foreign objects on the lg lens, which could lead to smoke emission.

Event description:
Olympus was informed that smoke emitted from the subject device connected to cv-190. The facility continued to use the subject device after the smoke emission. There was no patient injury reported.